Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, clonidine, and bupivacaine (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient¿s nurse told her the healthcare provider (hcp) wanted to remove the pump as the patient has had numerous issues with her pump. The patient was very upset about it and wanted to know where to go from here. The reason she had the pump was due to 13 abdominal surgeries and now she had scar tissue that was causing the pain and that was why the pump was put in. The patient also had back issues and neuropathy prior to the pump, but never this much pain. The patient also had vomiting and severe diarrhea issues prior to the pump, which occurred off and on. It was also reported the patient had clostridium difficile (c-diff) in 2000 and since then she was at a very high risk, was allergic to many things (19 medications and could only have paper tape, etc), and she never had allergies prior to the c-diff. Additionally, it was reported the patient¿s current medical symptoms included ¿a new, big problem¿ of getting electrical shocks out of nowhere that started about two weeks ago. It was noted all of a sudden electricity went from the pump throughout the body, head to toe, that ¿hurt like heck¿ and ¿like being struck by lightning.¿ it happened on (B)(6) 2018 twice after her bolus then again, a couple of hours later. The patient had been having more abdominal pain that started about two months ago. The patient had back pain and neuropathy since prior to implant, but it was never this bad. It was noted since her last operation the hcp had more than tripled her bolus dose, increased her pain dose, and the patient was still in excruciating pain. The patient could not touch the catheter at all. Additionally, the patient had a MRI about three weeks ago and had to be put out for it under general anesthesia because she was claustrophobic. It was supposed to take 45 minutes, but it took three hours and it shut the pump off. The patient reported two company representatives (reps) had to be called out to try and get the pump working again and the patient was screaming for three hours in pain. It was reported they had given the patient every medication possible before the second rep came in and reprogrammed it and said it would take 45 minutes. The MRI showed three bulging discs, it was hard to walk, and the pump was giving no relief. The patient had been in bed all summer and had been hospitalized so many times because of the pumps (dates asked and unknown). The patient continued to work with her hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
B2 and h1fields have been updated to reflect this event is a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-sep-17 indicated the patient had been hospitalized for multiple symptoms at other hospitals as far as the hcp knew. All tests were more or less negative. It was noted there was no hospital admission that was device related. It was also reported all of the symptoms were non-device related and pain was increasing from over use of opioids. Regarding the pump shutting off after the MRI, it was reported as far as the hcp knew, the pump was restarted after the MRI by a company representative (rep). When the hcp saw the patient after the MRI, the device was working well. The patient¿s weight at the time of the event was about (B)(6) kilograms and the current status of the pump was working well and no issue with t he device. Additional information was received from the consumer on 2018-sep-18. The patient reported they had experienced extreme back pain ever since they received their pump. The patient was having the most problems in their stomach, including pain. The patient stated they had literally been in bed for two months and said they have done nothing. The patient reported their family has had to help because the pain was so bad. The patient also stated they have chronic pain, which was the reason for the pain pump. The patient reported they broke a vertebra and had an epidural that went "really bad" and she has had neuropathy ever since. The patient said their main complaint was their stomach, the patient stated they had it before the pump, but it had gotten worse than with the first pump, not better. The patient reported they did not want more medication. The patient stated their doctor wanted to send them to get an opinion from another pain doctor, physical therapist, occupational therapist, pain specialist, bio feedback, a pain psychologist. The pat ient reported they went back because the programming was wrong. The patient clarified she was not getting the bolus at the right time, within the first month of implant ((B)(6) 2016). The doctor adjusted the programming. The doctor fixed it at a certain dosage every two hours. The patient no longer used their personal therapy manager (ptm). The doctor had it so the patient would get the boluses automatically. The patient went from 4 boluses a day to 12 boluses a day, and was on oral dilaudid. Additional information was received from a healthcare provider (hcp) on 2018-(B)(6) indicated he was not sure of the cause of the patient not getting the bolus at the right time. The patient claimed that she was not getting her every two hour ptm bolus because of the sensation she felt when it was working. The hcp changed it to flex programming. It was further reported the hcp did not see any problem as it was a subjective feeling. The hcp did not do any detail log analysis and told the patient to contact the company representative (rep) for that and for the manufacturer to contact the rep who did the detailed analysis with the patient multiple times in regard to determining the cause. Additional information received from a consumer via a manufacturer representative (rep) on 2018-sep-26 indicated the event/difficulty occurred on 2018-sep-15 during normal use. The patient reported feeling a ¿lightning bolt shock¿ originating from the pump and dispersing through her entire body. The pump was interrogated on 2018-(B)(6) and showed no issue. There were no known environmental/external/patient factors that may have led or contributed to the issue. No further actions/interventions were taken. The issue was considered resolved and the patient¿s status was ¿alive- no injury.¿ the pump was used to deliver fentanyl 800.0mcg/ml; 400.0mcg/day, clonidine 1203.0mcg/ml; 601.2mcg/day, and bupivacaine 40.0mg/ml; 20.0mg/day. Concomitant medications were unable to be obtained. No further complications were reported/anticipated or expected.